Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken driver. During adult scoli t10-pelvis, the patient retained the part of the driver that broke off in the set screw. A third final driver was used to finish the case.

Manufacturer narrative:
The returned driver was examined. The tip is twisted; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue is being investigated via CAPA.